Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 04/26/2017 stating that this lv lead sub threshold, had been 1.9@.4, now 3.5@.4 or 3.0@1.0. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).